Event description:
A patient reported her implant didn¿t work. The patient stated ¿they said one part is not talking to the other in the device and it doesn't help the symptoms¿. The patient noted it had not helped the symptoms since implant on (B)(6) 2014. The patient noted that about a year ago they reached out to the manufacturer representative (rep) and meet with him at the hospital and he checked it and did something with the setting. The patient stated there was no falls or trauma related to the issue. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A manufacturer representative (rep) reported the patient was scheduled for a revision on (B)(6). The rep stated that the patient had bad impedance on all four electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.